Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump function properly. No blank display, display anomaly, constant tone or unexpected audio/beep anomaly noted. The insulin pump received with smell of insulin inside reservoir, however no moisture damage inside reservoir tube or moisture damage inside pump noted. Device function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and a blank display. Blood glucose level at the time of the incident was not provided. During troubleshooting, the caller stated that there was moisture in the reservoir compartment and could not get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.